Manufacturer narrative:
Additional information: sections b.3, d.6b & h.6. Correction: sections b.1, b.2, & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing overly loud sound. External equipment was reviewed, and programming adjustments were made, however, the issue did not resolve. Device testing revealed abnormal results. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: section d.4, h.4, h.10. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.